Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced vomits and lost consciousness. The spouse treated the patient with baqsimi (nasal glucagon spray) and called an ambulance. The paramedics treated the patient with baqsimi (nasal glucagon spray). After the treatment the patient regained consciousness and refused to be taken to the hospital. Although the cgm was reported inaccurate, there were no bg nor cgm values documented. The patient reported that ¿the sensor was haywire. It jumped from one number to another¿. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. Data investigation confirmed the allegation. The probable cause could not be determined. While no calibrations to confirm a discrepancy were found on the alleged date of incident, a review of performance data shows that the patient's estimated glucose values reached only 5.5 mmol/l at the lowest point during the entire day on (B)(6) 2025. This suggests that the patient¿s dexcom cgm was providing readings that were falsely elevated as the patient would have likely had a much lower blood glucose level if he experienced a hypoglycemic event severe enough to cause loss of consciousness. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.